Event description:
It was reported that the customer was hospitalized due to low blood glucose of 33 mg/dl. It was stated that the customer was experiencing unexplained low glucose for one day. Troubleshooting was performed. It was stated that the customer changed the reservoir, and five minutes later, the parents noticed that the entire reservoir was empty. The customer was taken immediately to the emergency room, and he was treated with two glucose injections, food and glucose drip. It was stated that the customer was disconnected during the rewind/prime. Reviewed the programming and found that the customer only delivered tubing fills, two of them for 1.0 unit each with the last infusion set change. It was stated that the reservoir was showing the same amount of insulin than the status screen shows. The customer's recent glucose reading was 245 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.